Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. All parts received and failure analysis was performed. Cet processor board and video cable show no malfunction. Visual inspection of ir illumination shows that the ir lights are dull and unclear, so the correct pupil detection was reduced by the turbidity on the ir lights. Therefore, the root cause is the worn ir lights over time. The root cause is worn ir lights of ir illumination over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical onsite visit the field service engineer (fse) replaced ir ring, mounting plate steering, processor, joystick and s-video cable. The system meets specifications per service and installation record (sir). The root cause could not be determined conclusively. The most possible root cause could be a defective ir ring. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is (B)(4).

Event description:
A facility representative reported difficulty tracking on a patient's eye during surgery. The surgeon was able to complete the surgery. Additional information has been requested.